Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop23-29; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evprop23-29; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, a pre-implant balloon dilation was per formed. Upon the first deployment attempt, the valve was not properly expanded and was recaptured. A second deployment attempt also resulted in improper frame expansion. The implanter identified valve infolding, likely due to heavy calcification, leading to another recapture and removal of the delivery catheter system and valve. A new system was prepared, and another pre-implant balloon dilation was performed with a larger balloon, which appeared effective. However, the second valve was partially released but again did not expand sufficiently. The implanter decided to abort the intervention to avoid the risk of valve infolding or migration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: four media files were provided for review. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed and confirmed a good load. During the valve implantation attempt, significant under expansion was noted. It was reported that a second deployment attempt was made with the same outcome. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. There is evidence that a new valve was prepped, loaded and confirmed a good load. It was reported that another pre-implant balloon aortic valvuloplasty was performed with a larger balloon prior to the implantation attempt with the new valve. Of note, balloon size and type were not provided. The new valve was deployed and significant under expansion occurred again and there is evidence of a suspected infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur d ue to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Due to persistent under expansion and suspicion of infold, further attempts were aborted. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 72.6mm with a perimeter derived diameter of 23.1mm suggesting a 29mm evolut. The aortic valve appeared to be severely calcified. Based on the information provided, the severe calcification might have contributed to the significant under expansion. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: additional codes. F1001 omitted from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.